Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "wound dehiscence and exposure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and exposure.

Event description:
Healthcare professional reported right side "developed a small opening at the middle of lateral breast incision which caused the implant to become exposed and necessitate wound repair." Device has been explanted.